Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery hook. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, permanent cautery hook produced high energy sparks, insulation at tip possibly compromised. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and no product issue was identified. It is possible the wrong part was returned for this complaint.

Event description:
Refer to h11 for follow-up information.